Event description:
During initial inspection of the device, there was no image when plugged into processor. There was no death or injury reported due to the event.

Manufacturer narrative:
Customer specified fault confirmed. When connected to the otv-s190 processor, there was no camera image. This was found to be caused by a fault within the camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable and charge-coupled device (ccd). The root cause of the faulty cable and ccd and was unable to be identified. Olympus will continue to monitor field performance for this device.